Event description:
It was reported the system displayed communication and control panel errors. The control panel error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib, ffb and hv supply board were evaluated and reseated. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.